Event description:
Horrible pains in my back and cramping due to the essure. I thought over time it would get better, but it has not. The week before, during and after my period are awful. Stabbing pains in several areas and I can feel those foreign objects in me. I have told my husband and family members from the start this was a mistaken to have this procedure. Should have had my tubes tied like I wanted but felt bullied into this essure procedure. I feel like a ticking time bomb and that the pain will get worse. Now I have no insurance and I have to suffer.